Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of ventricular signals on the atrial channel that resulted in false atrial tachy response (atr) episodes. Technical services (ts) reviewed the reports and provided reprogramming options. The device remains in use. No adverse patient effects were reported. Additional information received indicates the device was reprogrammed to resolve the issue. No adverse patient effects were reported.